Event description:
It was reported that an arrythmia occurred. A left atrial appendage (laa) closure clinical procedure was being performed. A versacross connect laac access solution was selected for use. The patient was prepped and draped in the usual fashion. A baseline transesophageal echocardiogram was performed. There was trace/small pericardial effusion. There was no left atrial appendage thrombus present. Right femoral venous access was obtained via modified seldinger technique using a micropuncture under ultrasound guidance and a boston scientific sheath was inserted. 11f left femoral venous sheath was inserted in a similar fashion. Heparin was administered with a goal act of 250-350 seconds. Intracardiac echocardiography (ice) catheter was inserted to the level of right atrial appendage. Fluoroscopy and echocardiogram guided transseptal puncture was performed with the versacross system and a watchman access sheath was advanced over the guidewire. The dilator and guidewire were removed. A non-boston scientific pigtail catheter was advanced through the access sheath. The left atrial pressure was measured to confirm mean la pressure to be greater than 10 mmhg. The pigtail catheter was then advanced into the left atrial appendage under transesophageal echocardiogram and ice guidance. The access sheath was advanced over the pigtail catheter and contrast injections were performed. Based on the cine and echocardiographic images, a 27 mm watchman flx pro device was chosen. At this time, however, the patient developed atrial flutter that was likely due to the wire. We performed dc cardioversion at 200j that was successful in reverting back to normal sinus rhythm. The watchman delivery system was prepared and flushed extensively. The pigtail catheter was removed from the access sheath, and then the watchman delivery system was advanced under fluoroscopic guidance until the distal marker bands were aligned. The access sheath was then retracted and snapped together to the delivery system. The position of the delivery system was confirmed under fluoroscopic guidance, and the watchman device was then deployed. The watchman device was inspected with echocardiogram and fluoro imaging. Tug testing confirmed adequate anchoring of the device. Adequate positioning, compression, and seal was confirmed on multiple echocardiogram images. Once the device release criteria was met, the core wire was disconnected and the device was released. A final cine image confirmed stable positioning of the watchman device. The sheath was then pulled back to the right atrium. Echocardiogram confirmed no new pericardial effusion and stable position of the device. Venous access hemostasis was obtained using a perclose device. Final echocardiography revealed unchanged, trace / small pericardial effusion. Transseptal access was completed and no issues were reported. A watchman trusteer access system (was) was advanced, a pigtail catheter advanced, and contrast injections were performed. The patient suddenly developed atrial flutter that was likely due to the vesacross rf wire used intraprocedural. The physicians performed a cardioversion at 200k that was successful in reverting the patient back to normal sinus rhythm. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The event was considered resolved. Product return is not expected. It was further reported that the upn and lot number for the versacross kit used in this case is not available and it will not return, since it was used successfully. No malfunctions were noted. Patient discharged with ae considered resolved.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem(b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an arrythmia occurred. A left atrial appendage (laa) closure clinical procedure was being performed. A versacross connect laac access solution was selected for use. The patient was prepped and draped in the usual fashion. A baseline transesophageal echocardiogram was performed. There was trace/small pericardial effusion. There was no left atrial appendage thrombus present. Right femoral venous access was obtained via modified seldinger technique using a micropuncture under ultrasound guidance and a boston scientific sheath was inserted. 11f left femoral venous sheath was inserted in a similar fashion. Heparin was administered with a goal act of 250-350 seconds. Intracardiac echocardiography (ice) catheter was inserted to the level of right atrial appendage. Fluoroscopy and echocardiogram guided transseptal puncture was performed with the versacross system and a watchman access sheath was advanced over the guidewire. The dilator and guidewire were removed. A non-boston scientific pigtail catheter was advanced through the access sheath. The left atrial pressure was measured to confirm mean la pressure to be greater than 10 mmhg. The pigtail catheter was then advanced into the left atrial appendage under transesophageal echocardiogram and ice guidance. The access sheath was advanced over the pigtail catheter and contrast injections were performed. Based on the cine and echocardiographic images, a 27 mm watchman flx pro device was chosen. At this time, however, the patient developed atrial flutter that was likely due to the wire. We performed dc cardioversion at 200j that was successful in reverting back to normal sinus rhythm. The watchman delivery system was prepared and flushed extensively. The pigtail catheter was removed from the access sheath, and then the watchman delivery system was advanced under fluoroscopic guidance until the distal marker bands were aligned. The access sheath was then retracted and snapped together to the delivery system. The position of the delivery system was confirmed under fluoroscopic guidance, and the watchman device was then deployed. The watchman device was inspected with echocardiogram and fluoro imaging. Tug testing confirmed adequate anchoring of the device. Adequate positioning, compression, and seal was confirmed on multiple echocardiogram images. Once the device release criteria was met, the core wire was disconnected and the device was released. A final cine image confirmed stable positioning of the watchman device. The sheath was then pulled back to the right atrium. Echocardiogram confirmed no new pericardial effusion and stable position of the device. Venous access hemostasis was obtained using a perclose device. Final echocardiography revealed unchanged, trace / small pericardial effusion. Transseptal access was completed and no issues were reported. A watchman trusteer access system (was) was advanced, a pigtail catheter advanced, and contrast injections were performed. The patient suddenly developed atrial flutter that was likely due to the vesacross rf wire used intraprocedural. The physicians performed a cardioversion at 200k that was successful in reverting the patient back to normal sinus rhythm. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The event was considered resolved. Product return is not expected.